Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no reported impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.